Event description:
It was reported by a baxter quality specialist that during evaluation of a returned sample from the customer, there was leakage from the junction between the cap and the dark blue connector of the transfer set. There was no patient involvement.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. The minicap passed visual inspection and functional testing. All critical dimensions meet specification.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition in of a leak found during analysis of the device in master (B)(4). Upon completion of baxter's investigation, a follow-up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.